Event description:
Boston scientific crm rec'd info this pt felt their lead flipping around and called the clinic. An x-ray was taken, which confirmed the lead had dislodged. After several attempts to reposition the lead, the helix screw would no longer extend. It was noted that tissue was possibly stuck in the helix. No adverse pt effects were reported.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The analysis did not demonstrate any deviations from the specs that can be related to the dislodgement mentioned in the complaint description. The analysis demonstrated that a stylet could not be properly introduced and advanced within the lead's lumen. This was due to coagulated blood residuals within the lumen of the lead. Thus the functional test of the helix fixation mechanism was not properly feasible. The blood was most likely introduced into the leads lumen during the explantation procedure. The analysis did not reveal any sign of material or mfg problems.